Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that post catheter placement for the treatment of hematopoietic stem cell transplantation (hsct), the catheter was allegedly noted to have a tear or puncture in the connecting part of the huber. It was further reported that saline and blood was noted to be flowing out of the tear, externally. Extravasation was noted. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Two electronic photos were provided and reviewed. The investigation is confirmed for the reported material puncture/hole and leak issue as three pinholes were noted on the blue extension lumen of the device in the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement for the treatment of hematopoietic stem cell transplantation (hsct), the catheter was allegedly noted to have a tear or puncture in the connecting part of the huber. It was further reported that saline and blood was noted to be flowing out of the tear, externally. Extravasation was noted. The device was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that three months and fourteen days post catheter placement for the treatment of hematopoietic stem cell transplantation (hsct), the catheter was allegedly noted to have a tear or puncture in the connecting part of the huber. It was further reported that saline and blood was noted to be flowing out of the tear, externally. Extravasation was noted. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman 12.5 fr t/l catheter was received for evaluation. Two electronic photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A pinhole was noted on the blue luer extension leg. Upon infusion, leaks were observed from the pinholes located on the blue luer extension leg. Therefore the investigation is confirmed for the reported material puncture and the leak issues and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.